Manufacturer narrative:
(B)(4) date sent to FDA: 07/01/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: one opened box with six packets of product code w8310 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. H6 component code: g07002 - device from same lot/batch returned from user a manufacturing record evaluation was performed for the finished device batch plr724, xcw831019 and no non-conformances were identified. Events reported in 2210968-2021-05349 and 2210968-2021-05350

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please provide the lot number? Plr724. The following information was requested, but unavailable: procedure date? Unk. Procedure name? Unk. Events reported in 2210968-2021-05349.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) of 2021 and suture was used. During the procedure, the suture broke. Changed another one to use, but the problem happened again. Another like device was used to complete the procedure. No adverse patient consequences were reported.